Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). Following implantation of an innova stent, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for post-dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 4.0x20mm sterling balloon. No patient complications were reported and the patient's status was good.